Event description:
It was reported that on 3/13/23 at 11:30 the device had accuracy issues. Alaris infusion pump loaded with propofol was free-flowing propofol despite being placed on "pause". Cassette clamp opened and reloaded, closed again but same result. There was patient involvement but the harm is unknown.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2023-175996 is a concomitant. Please refer to manufacturer report number 2016493-2023-176000, which captured the correct suspect device per investigation report.

Event description:
It was reported that on (B)(6) 2023 at 11:30 the device had accuracy issues. Alaris infusion pump loaded with propofol was free-flowing propofol despite being placed on "pause". Cassette clamp opened and reloaded, closed again but same result. There was patient involvement but the harm is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.